Event description:
A malfunction was reported, but there were no significant events leading up to it. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which successfully addressed the issue, allowing continued use. The customer was advised to contact technical support if any malfunction codes reappear, and they acknowledged this advice.